Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's pump powers began to increase over the course of the day. It was reported that the lvad had stopped once in the morning, and then started again. Log files revealed runtime parameters appearing to show the lvad running at; 9200 rpm, 12 lpm, 13 watts and pi = 2.0. When the lvad first stopped, the pt was put on battery power; however, they could not see the readings to confirm if the speed was being maintained. When the second battery was activated, the alarms stopped and pump was operational. The pt was then connected to the power module and the pump continued to operate. Pt monitoring was continued and power spikes appeared to be occurring intermittently and at a consistent rate. It was reported that the pt's condition has not been stable since surgery and he remains ventilated and sedated on inotropes and dialysis with a growing concern the pt is getting septic. He was diagnosed as hit positive several days ago and in addition he has not done well since implant with right ventricular failure, septic shock, ischemic bowel, renal and respiratory failure. Ldh has been elevated since implant. Obtaining an echo to evaluate heart function was discussed. Due to a subsequent reported pump stoppage later in the day, it was decided to disconnect the percutaneous lead and the pump. Add'l info received by the MFR on (B)(6) indicating that the pt may be scheduled for a transplant.

Manufacturer narrative:
The pt remains on going and the implanted device power has been disconnected. No further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The attached user facility report was received from the intermacs registry. (B)(4).